Event description:
On 01/14/1999, the facility informed the distributor's sales representative of the following: the product was packaged with 8 french (fr) introducers instead of 10fr. The product is being returned to the manufacturer and will be replaced. No further details were provided.